Event description:
The device was used during an esophagectomy procedure. Reportedly, the anchor block broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.